Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that when the system was switched on, a burning smell and smoke was observed coming out from the device. No case reported.